Event description:
Update (B)(4) 2013 - litigation papers received. Doi provided. Litigation alleges pain and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a thickened hip capsule and murky fluid consistent with an alval lesion, metallosis, paste-like material under the femoral head, black metal debris and no bony ingrowth. Parts were replaced with pinnacle implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.